Event description:
It was reported the patient underwent replacement of their dbs battery. The patient was concerned about the short battery life. This was the patient's third device. The first two lasted 15-16 months. This device lasted 8 months. There were some changes in the device settings. Impedance readings were normal. Device settings were 3.6 volts, pulse width 210, rate 185 hz for both sides. Total hrs used was 5926 (88%). The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.